Manufacturer narrative:
Submit date: 06/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that feeding bags are breaking loose at the point where the spike meets the closed system bag. Sometimes there is leakage but often enough they just completely detach. They are unable to reconnect so there is a phenomenal mess and amount of wastage of the 24 hour feed. No patient injuries or ill effects.

Manufacturer narrative:
Submit date: 9/30/2016. The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance documentation. One sample was returned for evaluation and after functional testing a leak was confirmed in the cross spike connector. Root cause for the connector leaking is a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. No detachment was confirmed but a leak between the tube and cross spike connector is confirmed. This complaint will be used for tracking and trending purposes.